Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a procedure the patients skin got burned. It was further reported, that there was no medical intervention and no delays as a result of this event, and that the procedure was completed successfully.